Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker failed to exhibit elective replacement indicator alert. No intervention was performed and the patient condition was unknown.

Event description:
New information noted that the pacemaker was explanted and replaced.